Manufacturer narrative:
This report is being supplemented to to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that poor communication occurred due to damaged plug unit/video connector and then the image with colored line, cloudy and blurry/cloudy occurred. However, a definitive root cause could not be determined. The device's instruction manual provides the following warnings which may help to prevent the issue: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue was caused due to a damaged plug unit/video connector. It was also noted that the cable was damaged and the serial plate label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had blurry picture. The issue was found during preparation for use. There were no reports of patient harm associated with the event.